Manufacturer narrative:
(B)(4): testing confirmed the up, down, and contrast keys responded intermittently. The keypad was intact and when removed for investigation, contamination was found under the up, down, and contrast, keys.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing found the keypad intact and the "up", "down" and "contrast" keys intermittently responding. The keypad was removed and contamination noted under the "up", "down" and "contrast" key contacts. The "up", "down" and "ok" keypad symbols are worn.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the "up", "down" and "contrast" keys to be intermittently responding and contamination to be present under the "up", "down" and "contrast" key contacts that had not been reported by the user. This report is made based on the results of an investigation completed on (B)(6) 2012.